Event description:
Impella waveform to indicate placement went flat--sensor malfunction, but an echo showed that the device was in the correct place. And, there was good flow. Patient moved to cardiothoracic ICU (cticu) for further monitoring. Confirmed sensor failed.